Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker isolated the issue to the power pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will either be returned to the customer unrepaired or sent to be scrapped.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would unexpectedly power off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reportable event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker isolated the issue to the power pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will either be returned to the customer unrepaired or sent to be scrapped.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would unexpectedly power off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reportable event.